Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the valve was deployed, the valve dislodged into the sinus of valsalva (sov). The valve was snared and "pulled back." A second transcatheter bioprosthetic valve was implanted successfully. No additional adverse patient effects were reported.